Event description:
Event description guidant received a legal complaint, which stated that the patient implanted with this implantable cardioverter defibrillator (ICD) developed a severe infection in her heart. In addition, the device failed on three occassions. Twice the shocks were inappropriate and on one occassion, the device did not function when the patient's heart stopped beating. The device and these transvenous implantable leads were explanted. It was reported that the device was contaminated with bacteria.